Event description:
It was reported that the patient had a driveline infection due to a new bacterium according to the ventricular assist device (vad) coordinator. The patient was prescribed lifelong antibiotics and admitted to the hospital from on (B)(6) 2025. The patient had drainage in the driveline area and the bacterium identified were serratia marcescens, staphylococcus aureus, and eikenella corrodens. The infection did not resolve and the patient was stable at home on hospice with dressing changes and levofloxacin 500 mg daily.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.